Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 20 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Prior to procedure, a large pericardial effusion was noted via transesophageal echocardiogram (tee) around the laa. The imaging modalities used were 3-dimensional tee. The laa was chicken wing shaped. The landing zone measurements were 18.2 mm x 13 mm and a maximum ostium diameter of 24 mm. During the procedure; the patient's heart rhythm was normal sinus. After the device was deployed, the lobe was positioned with a too close to the pulmonary artery (pa). Considering the risk for pa injury with this position, the device was partially recaptured for repositioning. The device was repositioned and deployed more proximal on the anterior side to avoid the pa. Concern was noted regarding potential contact of the disc with the aorta. Close criteria were met and positioning was determined to be acceptable. The device was released while pulling the disc upward in an attempt to minimize contact with the aorta. The device was implanted. Protamine was administered. After the procedure, imaging confirmed no increase in pericardial effusion. Two weeks after the procedure, cardiac tamponade developed. A pericardiocentesis was performed. The patient status was stable.